Event description:
On 2/19/96, pt underwent a right total mastectomy. During surgery 2 drains were placed. Post-operatively it was noted that drain # 2 had to be reset every 15 minutes. The pt was instructed how to reset drain and was discharged home with drain. Rptr will forward to MFR for inspection.